Manufacturer narrative:
(B)(4). After further investigation, there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Event description:
The facility representative contacted a technical service representative to report an ipump that is "not recognizing door open". It is unknown when this event occurred, but occurred in the biomed service. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.